Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting error 46510 prior to infusion. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lcd lens had scratches and cracks. The investigation found that the device failed power up self tests, exhibited a constant error alarm and displayed error code 46510. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective and inoperable main board was the cause of the reported issue. The main board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.